Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (3.5 mg/ml at .0221 mg/day) and bupivacaine (10 mg/ml at .063 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. It was reported that the pump had multiple motor stalls and recoveries beginning on (B)(6) 2019. No patient symptoms were reported. The pump logs indicated that the pump motor stalled on (B)(6) 2019 at 6:27 am and a stopped pump duration exceeded 48 hours message logged on (B)(6) 2019 at 6:27 am. The pump then recovered on (B)(6) 2019 at 4:10 am. The pump stalled again on (B)(6) 2019 at 4:39 am with a recovery on (B)(6) 2019 at 3:32 am. It then stalled on (B)(6) 2019 at 8:30 pm with a recovery on (B)(6) 2019 at 5:57 am. The pump stalled again on (B)(6) 2019 at 7:29 am with a stopped pump duration exceeded 48 hours message logged on (B)(6) 2019 at 7:29 am. No motor stall recovery message was noted in the logs for the last stall. The pump was replaced on (B)(6) 2019. The issue was resolved. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient status was reported as ¿alive ¿ no injury¿. No further complications were report ed/anticipated.